Event description:
The manufacturer received information alleging a ventilator alarmed for circuit disconnect. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed and the device failed a test step during testing. The device's blower motor and machine flow sensor were replaced to address the issues. There is a evidence of contamination.